Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with fever, vomiting and cloudy effluent. The cause of the peritonitis event was unknown. Nine days after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with antibiotic (intraperitoneally, daily, dosage and duration not reported) for peritonitis. The patient was hospitalized for two days for peritonitis. At the time of this report, the treatment with antibiotic was ongoing and the patient was recovering from the peritonitis event. The pd therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.